Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's implantable cardioverter defibrillator had incorrectly interpreted rhythm and delivered anti-tachycardia pacing therapy. Programming changes were discussed but not yet completed. The patient was stable.